Event description:
It was reported that during a therapeutic lithotripsy procedure, the powered laser surgical instrument experienced error code 629 after 3-4 uses with pauses between. It was necessary to turn off and restart the device to continue, which resulted in a procedural delay of greater than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: carrier board is defective. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.